Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
The accusol bag ripped where the bag and winged connector join. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). One sample was received and evaluated. This report of a rip at the joint of the bag and winged connector was confirmed. A review of the batch file was found to be acceptable. Based on the information obtained from baxter's investigation, the root cause of the report was due to mishandling of the product. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.